Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned unused devices 138114a found that there was an insufficient heat-seal on four of the devices. Examination was done with a dye leak test. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was improperly sealed at manufacturing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 8 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. We will continue to monitor per regulatory requirements to help ensure patient safety.